Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that reason for the explant was because they needed MRI and could not do it because the implant so they decided to explant it. No further complications were noted or anticipated

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient initially stated their therapy worked fine for the first year. They stated they had a catastrophe with their right leg (confirmed unrelated) so they stopped using the stimulator. The patient stated that they had problems with their bladder not holding anything and they had gone to the urologist last fall. The stated they were put on medication and stuff, but that didn't help. The patient was asked to clarify, but the patient was unclear. The patient stated they had problems with their bladder for 5 years prior to implant. The patient was asked if they had 50% or greater symptom improvement and they stated for the first 6 months it was probably 50% improvement, but then it declined. The patient said they currently planned to have the stimulator removed on (B)(6) 2019. No further complications were reported or anticipated.